Event description:
During a cystoscopy with transurethral resection the ceramic beak of the inner sheath of the resectoscope system had cracked and broken into several pieces and fallen into the pt's bladder. The pieces were removed prior to the end of the procedure.